Event description:
On november 28, 2022, bayer service received information that a patient suffered a cardiac arrest while connected to an medrad® avanta fluid management system. The customer stated that a" large amount of air was injected into the patient". The patient went into cardiac arrest. Post resuscitation, the patient was intubated, and a balloon pump was inserted. The patient was transferred to the intensive care unit (ICU) for further evaluation and care. The current status of the patient is unknown.

Manufacturer narrative:
A system service check of the medrad® avanta fluid management system (sn (B)(4)) has been requested and we are awaiting the results. The disposables that were in use during the event are being returned for evaluation. Once the investigation is completed, a follow-up report will be submitted. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
A system service check of the medrad® avanta fluid management system (sn (B)(6)) has been requested; however, the reporting facility has denied this request and has not communicated whether or not the injector continues to be used. Although the disposables that were in use during the alleged incident were not returned to bayer for evaluation, the lot numbers were provided. Bayer product analysis performed functional testing of a retained multi-patient disposable set (mpat, lot number 220802) and a retained single-patient disposable set (spat, lot number 221001) and confirmed that the products performed to specification. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Manufacturer narrative:
Bayer service performed a system service check of the medrad® avanta fluid management system ((B)(6)) on january 24, 2023, and determined the injector was operating to specification. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.